Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the srom femur at the bone to implant interface. Post of srom hinge femoral component broke in-situ and part of post was stuck in universal femoral sleeve. Surgeon believes it broke under pressure. Surgeon had to remove femoral sleeve and press fit stem. Femur was revised. Doi: (B)(6) 2017, dor: 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.